Event description:
The target lesion was left renal artery. There were no calcification or vessel tortuosity, the rate of stenosis was 80%. Access was made from left brachial artery with the guidewire (agosal, brand unk). Aviator plus balloon catheter (complaint product) was delivered through the guiding catheter (britetip, jr4) for dilatation. The balloon ruptured at 5 atm during the inflation. The aviator plus was removed from the patient body. Another aviator plus (6 x 20 mm, lot unk) was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. There was no difficulty removing the product from the packaging or prepping the device. The contrast media brand and ratio is unknown. An encore, boston scientific indeflator was used. There was no resistance encountered while inserting the device. The balloon inflated normally and was removed normally and intact. The patient is in stable condition.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process, that can be related to the reported complaint. Additional information was submitted within 30 days of receipt.